Manufacturer narrative:
The recipient reportedly experienced a middle ear infection and mastoid cavity abscess. The recipient was hospitalized and treated with antibiotics. On (B)(6) 2017, the recipient underwent explant surgery along with external auditory canal closure. The recipient remains under treatment.

Manufacturer narrative:
The recipient's infection has reportedly resolved. The recipient will be reimplanted at a later date.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing an infection. Explant surgery is scheduled. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The explanted device was lost and will not return to the company for analysis. A review of the device history record noted no rework. This is the final report.